Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting farfield oversensing of the right atrial channel and chamber cross blanking, which lead to inappropriate mode switching. Technical services (ts) was consulted and reviewed possible reprogramming options. This crt-d remains in service. No adverse patient effects were reported.